Manufacturer narrative:
(B)(4).

Event description:
The patient¿s generator was returned after a recent generator replacement due to battery depletion. The generator underwent product analysis and proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. A disparity between the battery voltage and battery consumption value obtained from the decoder download was found indicating that this generator appears to exhibit the same failure mechanism as other laser routed generators whose battery prematurely depleted. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. It was also found that the generator contained contaminants on the edge of the printed circuit board assembly (pcba) which is indicative of increased current consumption, and may be the contributing factor for the lower than typically observed battery voltage for the noted consumption value. No other relevant information has been received to date.